Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and exp dates are unk.

Event description:
In 2009, a boston scientific corp employee became aware of an article, "accuracy of percutaneous core biopsy in management of small renal masses" by rou wang, et al published in urology 73:586-590, 2009. The following info was derived from this article: an easy core biopsy device was used during a percutaneous core biopsy of the renal mass. According to the article, the "pt was noted to be hypotensive after the procedure and was resuscitated with fluids but required no further intervention." Attempts have been unsuccessful to obtain add'l info. This report is for one of two devices. Refer to associated MFR report # 3005099803-2009-05294 for a description of the second device.